Manufacturer narrative:
Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues : a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed error code 1044 unable to calculate result, final rlu read is outside of the specification of the lowest calibrator while running quality controls on the alinity I processing module. The customer ran precision and accuracy for pre-trigger, which failed. The field service representative (fsr) observed air in the pre-trigger waste tubing, and supply status was showing status at 49% even pre-trigger bottle was empty. The fsr replaced level sensor for the pre-trigger and performed verification, which all passed. There was no reported impact to patient management.